Manufacturer narrative:
The customer was reportedly attempting to use expired test strips with his meter. Adc customer service replaced the product and educated the customer to discard the expired test strips. No investigation is necessary. This is the final report.

Event description:
A customer reported receiving error-6 display message on his blood glucose meter and as a result, he was unable to test his blood glucose. The customer reported he experienced symptoms of hyperglycemia and went to a hospital where he was diagnosed with hyperglycemia. The customer was reportedly treated with insulin and additionally received a prescription for metformin. There was no report of death or permanent impairment associated with this event.